Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false negative architect (B)(6) result was generated ((B)(6)). The patient was found (B)(6) in another laboratory. A new sample was obtained ((B)(6)) and was (B)(6) when run on the architect but reactive when run on a test strip. There was no report of impact to patient management.

Manufacturer narrative:
Troubleshooting was performed and the probes were cleaned. No further incidents of discrepant results were documented. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the architect (B)(6) reagent package insert were reviewed and were found to adequately address the issue. The customer was advised to perform all scheduled maintenance as defined in the operations manual. The investigation did not identify a malfunction / deficiency.